Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month post implant the patient implanted with this product presented to the wound clinic with redness around pocket area with drainage. Surgical intervention was performed and the system was extracted. An allergy test confirmed that the patient is allergic to chromium and nickle. There were no additional adverse effects reported.